Event description:
Alleged false negative sars result for 1 consumer. It is unknown if the consumer was symptomatic. The wife of the consumer communicated that the result was suspected to be false because their child had tested positive for sars recently. No mention of additional confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.